Event description:
Patient underwent colonoscopy for screening. During the withdrawal petechiae were noted in the cecum likely due to barotrauma. Air was taken out at that point. He then developed discomfort at the end of the transverse colon during withdrawal and the scope was pulled. Stat x-ray which showed free air under the diaphragm. Although patient's abdomen was distended, this has resolved in 30 minutes and patient became pain free in 30-45 minutes. Co2 air was set for managed flow so air would only inflate if button pushed however abdomen was distended so want to ensure co2 flow is working correctly.